Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
(B) (4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with angina. The index procedure placed an unknown taxus liberte stent in an unspecified location. In (B) (6) 2010, at the 6 month study follow up visit, the patient had stable angina symptoms with positive ECG changes. Angiography was performed, revealing a 99% stenosed, 3.0x10mm non study vessel lesion located in the mid left anterior descending (lad) artery. Treatment placed a non bsc stent resulting in 0% residual stenosis. The outcome was listed as "resolved" and the patient was discharged 3 days later on aspirin and clopidogrel. Per the physician, the study stent was listed as "possibly" related to the event.